Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that they are unable to set the parameters on the ventilator. The customer contacted product support for service repair.